Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) were explanted and replaced due to noise and oversensing. No additional adverse patient effects were reported.